Manufacturer narrative:
Blade seized/stopped - conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of a batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2008-01195.

Event description:
It was reported that a pt underwent a gynecological procedure in 2008. During the procedure, the device stopped working and became jammed. Another device was used to proceed with the procedure with no adverse pt consequences.